Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the shaft of the 'meniscus mender' broke while the package was opened. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review found similar reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. Weld strength requirements are specified. A certificate of conformance to material and processing specifications must be provided. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.